Event description:
Facility alleges that a female pt was being lifted out of bed to a reclining chair using a viking m lift. In mid-transfer, one of the safety clips popped off the sling bar. The pt started to slide out of the sling. The pt was caught and transferred to the chair safely without incident.

Manufacturer narrative:
MDR submitted based on alleged malfunction.